Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported transient ischemic attack remains unknown.

Event description:
Following an atrial fibrillation procedure, the patient experienced a transient ischemic attack (tia) with no intervention needed. In preparation for discharge, the patient stated that they had experienced a vision change since waking up from the procedure (dark circle in left eye peripheral vision) which prompted a neurology consult. No treatment was administered, the symptoms improved over night and the patient was discharged in stable condition. A brain MRI is to be done and follow up with the patient in the outpatient stroke clinic. There were no performance issues with any abbott devices.